Manufacturer narrative:
System logs were received. Investigation was unable to determine root cause without further information since information received proved to be inconclusive. The logs indicated requests to close the gantry door and move to the park position just before the system rebooted (3rd ias restart) where both operations (close & park) resulted in the system going into stand alone mode. A system reboot was recommended and when done, it resolved the issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system entered stand alone mode after the system was brought into the operating room (or) and the gantry door was closed around the patient. Restarting the imaging system restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.